Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported migration of the stent was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for migration of stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unknown lesion. A 2.75 x 23 mm xience xpedition stent was implanted. A 3.0 x 12 mm xience xpedition was advanced to deploy proximal to the first stent, overlapping by 2 mm. The stent was visualized where it was to be implanted so it was deployed without issue and the stent delivery system was removed without resistance. Angiography was performed and the stent was not implanted in the lesion. It was found 20 mm proximal to where it was supposed to have been deployed. An attempt was made to deploy the stent with a balloon catheter where it was but there was trouble getting the guide wire down through the stent and the vessel was too large for the 3.0 stent so the stent was crushed against the vessel wall with a 4.0 xience xpedition stent. The vessel was fully opened. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.